Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy and posterior repair; due to stress urinary incontinence, pelvic relaxation with uterine prolapse cystourethrocele and rectocele. It was reported that following insertion the patient experienced urinary problems, recurrence, vaginal scarring, erosion and infection. It was reported that the patient underwent excision of mesh tape on (B)(6) 2008 due to eroded mesh tape. It was reported that the patient underwent cystoscopy with removal of infected mesh from right side and drainage of a suprapubic abscess on (B)(6) 2009. It was reported that the patient underwent I and d retropubic abscess, removal of infected mesh tape, right cystoscopy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 8/10/2016.